Event description:
Edwards received notification that a 62-years-old patient with a 2800tfx25mm valve implanted in the aortic position underwent re-intervention for a valve-in-valve procedure after approximately three (3) years and four (4) months due to fibrotic degeneration leading to significant stenosis (grad 64/45 mmhg). The patient experienced heart failure and dependent oedemas before valve replacement. Hypertrophic (14mm) and non dilated left ventricle, lvef 37%, mild mitral regurgitation and mild left atrial dilatation were observed in echo. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted as to be discharged home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of dialysis treatment.